Event description:
It was reported that the lead "was showing impedance changes and [a] rising threshold" because "the patient had outgrown the epicardial system." The lead was capped as "unusable" and replaced with a transvenous lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.